Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during MRI (1.5 tesla) on (B)(6) 2025. The clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the patient underwent revision surgery to reposition the internal magnet under local anesthesia on (B)(6) 2025. The implanted device remains.